Manufacturer narrative:
Continuation of concomitant medical products as part of the system: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care professional (hcp) reported that the patients device was no longer working due to either a broken or disconnected wire. The patient was wanting the device explanted. The manufacturer representative (rep) reported on (B)(6) 2016 that the device was explanted on that day. There was a complete explant of the system. The device would not be returned and was discarded by the customer. The physician had mentioned that it was not helping anymore and the patient needed an MRI. It was noted that the hcp did not have further information for the manufacturer. It was noted that the issue was resolved at the time of the report. Other relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.